Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having an issue with the calibrations on 3 sensors. Customer's blood glucose was 489 mg/dl. Customer used a manual injection. Customer stated that she almost went to the hospital once. Customer uses the sensors as a guide and has lows and high blood glucose. Customer stated that she would like to return the sensor in use. Customer was offered a replacement. Customer was advised to keep the sensors and call back with any issues.